Event description:
Per the clinic, the patient experienced interference due to contact between the sound processor and the patient's glasses, and the issue could not be resolved. Revision surgery was performed in (B)(6) 2012 (exact date not reported), to reimplant the patient anterior to the current implant site.

Manufacturer narrative:
Per the clinic, the patient was reimplanted with another manufacturer's device (date not reported).this report is filed (B)(4), 2013.